Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, two of the 2.4 variable angle (va) locking screw broke during removal. The fragments were removed successfully. The original surgery was performed on an unknown date, five (5) years ago in 2014. The plate and screws were successfully removed. It is unknown if there was surgical delay. Patient outcome is unknown. Concomitant medical products reported: 2.4mm ti va-lcp 2-clmn vlr dst radius pl 6h hd/2h shaft/lt (part# 04.111.621, lot# 9775993, quantity# 1). This report is for two (2) screws: locking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: b3; b4; d11. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is (B)(6) 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.